Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer was discharged from the hosp on (B)(6) 2014, and was treated with fluids and an insulin drip. Pump passed delivery sys check.